Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: could you please provide the lot number? Unk. Were there any patient consequences? No. Procedure name? Unk. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that the suture broke when sewing the incision. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.